Event description:
Lapband lagb 10.0cm adjustable gastric band ref b-20220, s/n (B)(4) implanted (B)(6) 2005. Pain reported to several doctors over the course of one year starting in 2015. Port area started to weep fluid and surgeon (dr. (B)(6) in (B)(6)) at (B)(6) indicated port was infected and required removal immediately. Reported to ER and had laparoscopic band and port removed and infected area left as an open wound that required continued wound care for the next three months until it was fully healed. Device design is faulty in that it is likely that nurse performing fills (under supervision of dr. (B)(6) in (B)(6)) was able to infect port and let it continue to go unnoticed for months while I complained to several doctors of pain for over one year with an infected port.